Event description:
According to the reporter: occurred during a cystectomy / ileal conduit procedure. The manual stapling handle and reload were used to resect the small intestine for the side-to-side anastomosis and closure. A day after the procedure, leaking occurred and a reoperation was performed. The surgeon noticed two holes at the cross points of the staple lines for the closure. The reoperation was completed with no problem. The patient is in good condition.